Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implant period of approximately 9 months, elevated shock impedance values were reported via home monitoring. All other measurements were reported to be ok. At the moment biotronik has no further information with regard to a revision procedure. The system remained implanted at that time. An event date was not provided.

Manufacturer narrative:
On 3/20/17, we received additional analysis information from data received. The follow up data was received and analyzed by the product support team. The intermittent out of range values in shock impedance in this case most likely does not indicate a lead problem. While the shock impedance shows a single out of range measurement, the thoracic impedance does not. We were also provided the information that the patient has had a number of medication changes since the beginning of the year which could be the reason behind the impedance fluctuations. A header issue has already been ruled out by xray and no artifacts could be provoked in the ff channel.